Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6 as reported, upon removal of a 6f/7f mynxgrip vascular closure device (vcd), it appears the polyethylene glycol (peg) came out and was stuck on the end of the advancer tube. There was no injury to the patient. Standard manual pressure was held for hemostasis. The vcd was used per a standard angiogram via the groin with an antegrade approach. The device was stored and prepped according to the instructions for use (IFU). The deployer was trained and certified in the use of the mynx device. The vessel was arterial. It is not yet determined how much sealant was stuck to the device. A non-sterile ¿mynx grip vascular closure 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock open, an unknown procedural sheath was fully retracted on the catheter, and the advancer tube was observed to have been deployed on the catheter shaft as received. The sealant was not returned with the device. The syringe was observed connect to the device. The condition of the returned device indicates an incomplete removal of the device. The returned device was inspected for damages/anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. Visual inspection at high magnification showed that the sealant was not received for evaluation. A product history record (phr) review of lot f2132305 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant stuck to device component¿ could not be confirmed through analysis of the returned device since the sealant was not received. The exact cause of the issue reported could not be determined during analysis. However, based on the information available for review and the product analysis, the issue may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip vcd during use as evidenced by the advancer tube being deployed on the catheter shaft when received. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube during catheter removal could dislodge the sealant from the vessel wall, resulting in the reported incident. Additionally, there were no functional non-conformities noted with the returned device. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2132305 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, upon removal of a 6/7f mynxgrip vascular closure device (vcd) it appears the peg came out and was stuck on the end of the advancer tube. There was no injury to the patient. Standard manual pressure was held for hemostasis. The vcd was used per a standard angiogram via the groin with an antegrade approach. The device was stored and prepped according to the IFU. The deployer was trained and certified in the use of the mynx device. The vessel was arterial. It is not yet determined how much sealant was stuck to the device. The device is being returned for evaluation.